Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A visual inspection noted that the device had cracked battery compartment. The event log history was downloaded, inspected, and found ¿high alarm displayed: cassette not attached properly" reports, but their numbers and other test results at the time of investigation did not suggest a faulty dso sensor. Functional tests were performed, and no problems were found. The device was tested with different types of cassettes repeatedly but functioned normally. The reported problem was not confirmed. The root cause of the problem was unknown but suspected to be a damaged/defective cassette as the device functioned normally at the time of investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, preventative service and repairs were performed.

Event description:
It was reported that the device had ¿defective cassette was out of order¿. There was unknown patient involvement.